Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. The physician suspected insulation damage to be the cause of the event, however, this was not confirmed via diagnostic imaging. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.